Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer administered a correction bolus via the pump and resumed insulin after acknowledging the alarm. There was no assistance required from a third party, but frequent occlusion issues were reported, prompting a follow-up request for additional support. Attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.